Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when they got their ins, they put the devices away and never thought much about it. Patient stated they were just diagnosed with liver cancer and they urgently need to run some mris but they couldn't do it because they had no knowledge about the equipment. Agent asked patient if they still had their equipment and patient stated they were trying to get it all charged up right now but they had lost the instructions. Patient reported they had the black charging cord andhad gotten their handset charged to 15%. Patient reported seeing a blinking light on the dock and scrolling at the recharger battery light indicator. Patient reported they were using the blue charging cable to charge the recharger through their laptop. Patient stated they didn't remember getting a white charging cord or else they must have lost it; they just had the black and blue charging cords. Patient believed the blue charging cord to be from [manufacturer]. Patient tried the blue charging cable on the commun icator and was able to get a solid orange battery light, but did comment that the cord seemed kind of loose in the port. Agent suggested shipping patient the appropriate charging cords for recharger and communicator. In the meantime, patient said they would look for an ac adaptor to plug recharger into the wall. An email was sent to the repair department to replace the charging cords. On (B)(6) 2024, the patient called back. Patient stated they got their external devices all plugged in, and that they still saw the recharger battery light scrolling before they left the house. Patient called back the same day. The communicator was charging during the call and went from orange to green battery light and the patient was able to power the communicator on. The recharger battery lights were rapidly scrolling while on the dock however. Patient confirmed that the dock was plugged in and that it had a consistent power source. Patient placed the recharger on the dock and held down the power button for 30 seconds and took the recharger off the dock but the recharger would not turn on/was unresponsive. Patient services had the patient do a recharger reset but that did not resolve the issue. Another email was sent to the repair team to send a replacement recharger to the patient. Patient to potentially call back for assistance once they received their replacements. They called back on (B)(6) 2024and requested assistance putting device into MRI mode. Patient stated they received new recharger and they charged recharger but stated they have not charged their implant in probably a couple years. Agent walked patient through steps to charge implant and patient was successful in charging the ins. They stated implant was at 10%, therapy off. Patient services reviewed recharging and MRI mode information. Patient will call back once implant is sufficiently charged for assistance with putting implant into MRI mode. They called back later that day with their ins charged and requested assistance with reviewing MRI mode. Patient services walked the patient through pairing the communicator to the handset. The patient was able to connect to their ins settings. Patient received a power on reset detected (por) message. Patient services reviewed meaning behind the por with the patient and then walked the patient through activating and deactivating MRI mode. Patient services reviewed MRI compatibility considerations with the patient. Patient wasn't sure when their MRI would be. They stated it could be ina few days from today. Patient services reviewed with the patient to call back if they needed assistance with MRI mode in the future. Patient called back the same day and wanted to review walking through MRI mode again so patient services walked the patient through MRI mode and patient was able to activate and deactivate their MRI mode. Patient services emailed the patient MRI instructions. Patient to be sure everything is charged when they go to their MRI and stated they may call back in the future for further assistance or review MRI information again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.